Manufacturer narrative:
Based on the current information provided, the cause of the alleged operative complication cannot be determined. Although the article mentions that the injury was related to an "instrument induced injury", details regarding the instrument were not provided. Isi has attempted to contact the article¿s author correspondence to gather additional information regarding the reported event. However, as of the date of this report, no new information has been obtained. A follow-up MDR will be submitted if additional information is received about the event. A review of the system and instrument logs cannot be performed due to insufficient information provided in relation to the event details (i.e. Procedure date, surgeon name, device details) and da vinci system information. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the patient sustained a left atrium and left ventricular apex injury and resulted in uncontrollable bleeding. As a result, the procedure was converted to a sternotomy, and the bleeding was addressed with sutures. However, at this time, the cause of the cardiac injury is unknown. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available.

Event description:
On 26-feb-2021, intuitive surgical, inc. (Isi) became aware of interactive cardiovascular and thoracic surgery article titled, ¿benefits of robotically-assisted surgery for complex mitral valve repair¿ (fujita, t., kakuta, t., et al., 2020). Within the journal article, the following operative complication involving a da vinci surgical procedure was noted: "two patients in the robotic group required sternotomy to address uncontrollable bleeding from the left atrium and left ventricular apex, which might have been caused by instrument-induced injury. Both left atrial injury and left ventricular perforation were sutured closed directly. All patients requiring reoperation, developed haemolysis because of residual moderate mitral regurgitation." There is no specific allegation that a malfunction of a da vinci system, instrument, or accessory occurred. The other patient referenced in the article, that incident will be reported in patient identifier (B)(6).